Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump had moisture in the display lens. The pump has no audible or vibratory features and the display screen remained blank. The attempt to download the pump history and black box was unsuccessful. The battery compartment was cracked on the side from the threads to the cover. A leak test failed due to the battery compartment damage. Moisture was present inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was damage to the battery compartment and moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.